Manufacturer narrative:
The technician found the nurse call functions as designed and could not duplicate the issue. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Examine and test the communication junction box. Make sure the sidecom communication system feature works correctly. Examine the communication cable, include the male nad female pins in the plug. There was no repair needed, the bed functions as designed. Based on this info, no further action is required.

Event description:
The account reported the bed has no nurse call. The bed was located in room 886 at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).